Event description:
The tem machine which is used in a specialized procedure continues to not function properly. The machine blows a fuse as soon it is being used. The machine was sent to the company and returned unrepaired. The loaner machine also has the same problem. It is not safe to change the fuse during the procedure. The staff reports the co "not being very helpful" when trying to get a working machine.